Event description:
Litigation papers allege the patient was implanted with a defective device, developed painful and dangerous complications and may need to undergo necessary and painful revision surgery, and will have lifelong and residual problems.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.